Event description:
Philips received a complaint on the efficia dfm100 device indicating that when the control knob is turned, the positions are misaligned. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The field service engineer (fse) evaluated the device onsite and determined the positions are misaligned, when the control knob is turned. The cause could not be determined, as the investigation was not conducted. The customer was provided a replacement device to resolve the issue. The device remains at the customer site and no further evaluation is warranted at this time.